Event description:
Caller reported that their pump screen was unresponsive and would not turn on, leading to their blood glucose levels exceeding normal limits, with a specific measurement marked as "high." To manage the high blood glucose, the customer administered a correction injection via multiple daily injections. Customer support, unable to resolve the issue remotely, instructed the caller on troubleshooting steps, which proved ineffective. Consequently, customer support arranged to send a replacement pump to the caller, who was informed about updating the pump settings and connecting the continuous glucose monitor to the new device. The customer agreed to return the malfunctioning pump to avoid extra costs. Customer will use a backup pump for insulin delivery.